Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: 2203261, ubd: 28-mar-2024, UDI#: (B)(4) g2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instrument was initially recognized without any issues, but as the operation progressed, the geometry error value increased resulting in a value that it did not recognize the instrument at all. The issue was resolved by using a different instrument. There is conflicting information on if a patient was present. Additional information was received that this occurred during a procedure. There was no impact on patient outcome. Additional information was received. It was reported that the issue occurred during a lumbar posterior anchoring procedure, and there was no delay.